Manufacturer narrative:
(B)(4). The initial manufacturer report was incorrect. The event description and evaluation codes have been updated.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). During baxter's functionality testing, a constant upstream occlusion message was observed and considered confirmed. However, further evaluation could not be completed due to the presence of a clean load point #2 alarm. Evaluation did not identify any component failures associated with undetected upstream occlusions.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.